Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The device was returned assembled with the percutaneous lead (lead) cut approximately 10 inches from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port and the outflow graft and outflow graft bend relief were returned detached from the device. The outflow graft bend relief collar was not returned with the remainder of the device. Examination of device upon disassembly revealed a flat, non-laminated, tissue-like deposition on the body of the rotor. This deposition was hard and exhibited areas of denaturation, indicating that it was present while the device was supporting the patient, but may have originally formed elsewhere. A loosely seated deposition was also observed within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not form in the outlet stator. Additionally, no contact marks were observed at the distal end of the rotor, suggesting that this deposition may not have been in this specific location while the device was supporting the patient. This deposition also lacked any signs of denaturation. Although a root cause for the development of these depositions could not be conclusively determined, they would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted to the hospital on (B)(6) 2015 with a lactate dehydrogenase (ldh) level of 1200 u/l. A ramp study was performed and showed that the lvad was operating normally. The patient was treated with bivalirudin during the admission and the his ldh level dropped back down to his baseline level of 600 u/l. On (B)(6) 2015, the patient was re-admitted to the hospital with an ldh level of 977 u/l and was again treated with bivalirudin. It was reported that the patient's inr was at 3.1 with bivalirudin, aspirin, and persantine. A pump exchange was performed on (B)(6) 2015 due to thrombus. It was reported that the patient was hemodynamically stable at all times and no elevations in pump power were noted.